Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the posterior tibial artery that was moderately calcified. A 6fr sheath was used up and over with femoral access. The armada 14 pta balloon catheter was prepped prior to use without issue; however, the balloon ruptured in the patient after two inflations at nominal pressure. A new same size armada balloon was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.